Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 302995. Batch#: 3320139. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: this morning our asc anesthesia provider was setting up to give 2 patients an anesthesia block in prep of today¿s eye surgery. After pulling the meds into 2 -10ml syringes, he noticed that both had black floating particulates within the lidocaine. I asked if the lido vials had a black topper, and he showed me that they did not. I have sequestered remaining product with the lot number. Let me know if you need anything else.

Manufacturer narrative:
It was reported there was floating black particulate in the medication. To aid in the investigation, two samples of 10ml luer lok syringes from lot 3320139 were received and evaluated by our quality team. Both samples were broken down into individual components, including an unknown red cap. One unknown white and back particulate was observed in one of the barrels within the fluid path. Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign particle in an attempt to identify the particle¿s composition. The ftir results were found to be inconclusive as the result returned only that the particulate contained the silicone used in the manufacturing process. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 302995, lot 3320139. The review revealed all visual inspections were performed per requirement with no quality notifications related to the defect reported. Lot 3320139 was inspected and accepted based on meeting our inspection control plan, approved for shipment, and is considered in compliance with our product specification requirements. To date, there have been no other similar events reported for this lot. No further action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.